Manufacturer narrative:
(B)(4). D10: 110024461 g7 dual mobility liner 38mm c lot number is unknown. G2: foreign: south korea . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01541. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed with no complications noted. A dislocation occurred 2 weeks post op and was corrected by closed reduction. Later, the patient underwent a revision surgery as it was stated the liner disassociated. The liner was exchanged. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 2 years and 5 months post implantation due to implant disassociation. There is no additional information available at this time.